Manufacturer narrative:
Evaluation summary: the analysis results found the el5ml device was returned in good visual condition. The instrument was cycled and several double feed incidents were noted, the clips malformed due to the double feed, four clips were formed properly. No conclusion could be reached as to what may have caused the double feed issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a av fistula transposition procedure, the 1st device; clip jammed in device. The clips are malformed in the back of the jaw. It was not fired on tissue. There was no patient consequence.